Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic/ intract pain. It was reported that the patient is charging too frequently. The patient stated that they have to charge the ins every day, and it's driving the patient crazy. The patient stated that the ins is empty every morning and they have to charge to turn the device on. The patient stated that they usually have to charge for 4 to 6 hours and usually charges the ins every up to 3/4 of full. Patient services advised to charging to full when possible. The patient mentioned that their stimulation is set on group b and they use all four programs at 3.4 volts. No changes have occurred. The patient was sent new listings for their healthcare provider (hcp). This occurred about three months prior in the end of 2016. The patient reported more information. The patient believes that the programmer itself is defective and should be replaced. The patient stated that with previous devices they have been able to reach the same level of ability to go to high levels for pain control. The patient stated there was no change in activity. The patient spoke to a customer representative about the recharging frequency and they told them that it wasn't unheard of, and others have had the same issues. The patient was asked to talk to their doctor who refuses to be involved with the medical device. The patient stated that their implanting physician refuses to deal with the ins. The hcp stated that after they are implanted they are no longer their issue. The patient stated that they have possibly found a new hcp.

Event description:
Additional information was received from a consumer. It was reported that the patient has had no changes in circumstances that would lead to the patient having to recharge frequently. The issue is not resolved and no steps were taken. The patient stated that their healthcare provider (hcp) will not get involved with the manufacturer, and directed the patient to contact them. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were coupling issues. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6)2017. The patient reiterated they are charging too frequently and their ins has a rapid ins charge depletion. The patient noted seeing their healthcare professional (hcp) who told them there was ¿some kind of defect¿. The patient had x-rays taken which showed the wires and components in the right place. The patient was redirected to follow up with their hcp and have a manufacture representative (rep) paged for additional troubleshooting. No further complications were reported/are anticipated.

Event description:
The patient reported that since they saw the manufacturing representative for reprogramming, they have not had to charge in 3 days, and the battery is at the same level. They added that they used to have to charge daily. It was reviewed that due to the change in programming, that can affect how long the battery will last between charging sessions. The patient then noticed that the battery is down, and they are back to recharging daily. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37752, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that she was still having the same issue as previously reported ¿ charging too often. The patient reported that the neurostimulator (ins) was half full on the day prior to the report so she charged it to 100% and on the morning of the report it was already 75% full. The patient reported that the therapy was set to 3v and didn¿t understand why she needed to charge so often if the setting was so low. The patient reported that she always got 8 coupling boxes and she has had this issue since (B)(6) 2016. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.